Event description:
Pt is s/p left total elbow replacement on 6/27/91. On 12/15/94 pt returned to hosp for special surgery and x-rays were taken revealing dislocation of the axle component of the total elbow device. The hosp was notified of the problem on 1/31/95. On 2/9/95 the pt underwent revision surgery. The ulnar component with the locking clip still inserted and the humeral component left in place. The axle and plastic bearings and bushings were replaced.